Event description:
The patient was enrolled in the champion af clinical study on (B)(6) 2022 with patient identifier: (B)(6) and the procedure was performed thirty-five (35) days later. It was reported that a transient ischemic attack (tia) occurred. Implant intracardiac echocardiography (ice) assessment revealed a left atrial appendage (laa) lobe with an ostium diameter of 17.4mm and length of 14.0mm. An laa closure procedure was performed, and a 20mm watchman flx laa closure device was implanted on (B)(6) 2022 with a complete laa seal and deployed device diameter of 16mm. Prior to the procedure, aspirin was administered. One day post index procedure, the patient was discharged on aspirin 81mg per day and apixaban 10mg per day. Five hundred eighty-nine (589) days post index procedure, the patient experienced dizziness, nausea, and a headache. The patient was hospitalized for further assessment. The patient was on aspirin 81mg per day at the time of the event. On the same day, computed tomography (CT) brain imaging was performed. The patient received a loading dose of aspirin 325mg per day and clopidogrel 75mg per day was started in response to the event. The event modified rankin scale (mrs) and nih stroke scale were performed by the neurologist, and the score was found to be zero. The event was considered to be resolved on the same day. The patient was discharged home on aspirin 81mg per day and clopidogrel 75 mg per day three days later.